Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged catheter fracture occurred. The port system was implanted via left subclavian vein under fluoroscopic by x-ray. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 7/31/2018, and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter fractured and migrated into the heart. The catheter and port body were removed. The port system was implanted via left subclavian vein under fluoroscopic by x-ray. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one titanium port was returned with a broken 8fr groshong catheter. A break was noted between the 18 and 19 cm depth markers. The catheter split was typical of flexural fatigue, and the characteristics observed which supported tis type of failure included: slight smoothing noted on the break and slight rounding at a portion of the break. The root cause of the identified flexural fatigue is most likely use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two years post port implantation via left subclavian vein, the catheter allegedly fractured and migrated into the heart. The catheter and port body were removed. The current patient status is unknown.